Event description:
End user reports she placed a wafer on two days ago, and when she removed the wafer today, there was a yellow discoloration of her skin in the shape of the wafer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated most of the yellow film was removed by washing with water. The end user changed product but, it is unknown as to who instructed/advised that the product be changed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.